Event description:
A peritoneal dialysis nurse stated this cycler was used for the first time, and treatment was fine. However, when patient went to the complete screen and disconnected, he opened the cassette door and it was wet. There is no report of patient ill effect. No sample is available for evaluation.

Manufacturer narrative:
(B)(4). There is no sample available for evaluation, therefore, the complaint is deemed as unconfirmed. Event data will be trended per quality data analysis procedure.